Event description:
The customer reported that on (B)(6) 2011 erroneous low complete blood count (cbc) results with instrument flags, were generated on a coulter lh 500 hematology analyzer for one patient's samples. The sample was tested three times on the same instrument. In all three instances the erroneous cbc results were accompanied by instrument generated partial aspiration (p) flags on all parameters. Per beckman coulter inc. Labeling, this type of flag necessitates the review of the results. Low hemoglobin (hgb) and hemocrit (hct) results from the cbc panel were released from the laboratory. After reviewing the patient's results, the physician questioned the results and had the patient sent to the hospital. There have been no reports of death or serious injury associated with this event. The patient was redrawn at the hospital. The subsequent results were considered correct by the customer. The patient was admitted to the hospital and transfused with three units of packed red blood cells based upon the valid hospital results. No modification to patient treatment occurred associated with the erroneous results, however patient transfusion was delayed based upon the generation of the erroneous results. The samples were collected in anticoagulant tubes and tested immediately after collection. The samples were normal in appearance with no visible irregularities.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer provided data indicated that the instrument was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision) and controls executed before the incident generated results within assay ranges. The root cause for this event is unknown but likely due to a partial aspiration. The root cause of the reporting of the erroneous results is use error. There were instrument generated flags to alert the operator to review the results. As part of a retrospective review, this event was determined to be reportable.